Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted. This report was originally submitted via asr. Report ID number (B)(4). The initial asr report was submitted for q4 2016. Asr exemption number = 2124215.